Manufacturer narrative:
The complainant indicated that the device will not be returned therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was unpacked on (B)(6) 2017.   According to the complainant, during preparation, when the kit was opened, there was a hair found on the scalpel. There was no procedure involved and the device was not used in the patient.